Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit. We received performance data collected from the device and have analyzed the data. Battery depletion indicated/eri was noted. This was the result of a measurement system lockup.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the device was at eri (elective replacement indicator), but that no battery or lead measurements were available on the carelink report. The patient presented to the emergency room complaining of shortness of breath and palpitations. It was further reported that there was early battery depletion. It was also reported that the patient was very symptomatic from pacemaker syndrome cause by early depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.